Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) during the elective ipg replacement, system diagnostics determined high impedances on the lead. As a result, the lead was explanted and replaced with a new model.

Event description:
Review of manufacturer complaint database revealed the migration was also confirmed on the lead.